Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that her daughter experienced high blood glucose level of 558 mg/dl. Customer states they were unable to remove the battery cap on their pump. The insulin pump will be returned for analysis.